Event description:
Customer alleged discrepant, back to back blood glucose results of 201 mg/dl, 158 mg/dl, 88 mg/dl, and 88 mg/dl when testing was performed within 5 minutes on the advantage system. Customer reported symptoms of hypoglycemia. Customer's daughter gave him apple juice to drink, and the customer reported feeling better. A request was made for the return of the suspect device and replacement product was sent.